Manufacturer narrative:
A partial lead was returned in one piece measuring 57.5 cm/ 59.3 (lead body/ stretched inner coil). The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2020-00881. It was reported that two leads were explanted due to an unknown lead malfunction. No further information was available.